Manufacturer narrative:
A medtronic representative went to the site to replace batteries for the imaging system and to test the equipment. The imaging system batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to replace batteries for the imaging system and to test the equipment. The imaging system batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that he noticed the x-ray batteries were low during a planned maintenance (pm) on (B)(6) 2014. He requested (B)(6) batteries for replacement and the shipment was generated. There was no patient present when this issue was identified. No further details regarding the issue were provided.